Manufacturer narrative:
The reported event of missing corvue data was confirmed. Based on the information provided, the corvue log from the first 5 months after implant has been regularly updated and the null values seen occurred when the input data is not valid or a calculation is ongoing. The firmware is performing per design.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting diagnostic issue. No changes or intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.